Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a rectal procedure, with the device's factory relocation, the articulation hole at the tip became smaller. It has been visually confirmed by the surgeon that the dirt was easily clogged, and the cause is electric leakage from that part. In the case of the rectum, when device was being used together, the articulation hole got clogged with dirt in about 30 minutes after the beginning, and when it was blindly applied to the dorsal tissue, the tissue got burned outside the electrode at the tip. Before the product improvement, the articulation was big and such thing had never happened. The intestine was burnt white. It was first degree burn.